Manufacturer narrative:
The reliability analysis evaluated 1 opened or used reservoir. The reservoir, snap cap, and septum were inspected for anomalies. There were none found. Ran occlusion test per (B)(4) as follows reservoirs filled with diluent, and connected to a new infusion set. A reservoir and connector were installed into a 5xx pump. A manual prime was performed on the insulin pump. Fluid flow went through the infusion set and out catheter tip. It was concluded that the reservoir was not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported issues with the insulin pump. Customer states that there is a no delivery alarm. The blood glucose reading is 168 mg/dl. Nothing further reported.